Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter replaced due to a crack in the tubing to the cuff. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump, balloon, and cuff components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump, balloon and cuff components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump and balloon. The pump passed functional testing and performed within product specifications. The balloon was not functionally tested as a malfunction was identified in the cuff component. A pinhole in the cuff was identified that was consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the information available and analysis results, the reported mechanical issue and hole in the device were able to be confirmed.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter replaced due to a crack in the tubing to the cuff. No patient complications were reported.